Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation. Log file analysis revealed that the controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several momentary disconnections between the controller and power sources, including a battery and a power adapter, within the analyzed period; however, no momentary disconnections were observed on the reported event date. Additionally, review of the alarm log file revealed ten (10) low flow alarms logged between (B)(6) 2021. The latest low flow alarm was recorded at 14:43:42 on (B)(6) 2021. No other alarms were logged within the analyzed period. Of note, it was reported that a low flow alarm and "beeps" happened around "8:45pm" (20:45:00) on 20-oct-2021. As a result, the reported event could not be confirmed. A power source lubrication procedure had been performed on the associated battery in accordance with the requirements under fsca cvg-18-q4-19 on 10-may-2019. Lubrication servicing could not be confirmed for the power adapter since the serial number is unknown. The most likely root cause of the observed momentary disconnections can be attributed to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Based on the available information, a possible root cause of the reported "beep" event can be attributed, but not limited to a marginal connection between battery and the controller, which may have resulted in a low priority power disconnect alarm. Based on risk documentation, multiple factors may have contributed to the observed low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: d224vrc ICD, implanted: (B)(6) 2010; 6943-65 lead implanted: (B)(6) 2001. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard "beeps" and a low flow alarm that didn't show up on the monitor. Both the patient and the nurse stated they heard the alarm that didn't show up on the alarm history. Log files were reviewed and no alarms were noted over that time frame. The controller is still in use. No patient complications have been reported as a result of this event.